Event description:
It was reported that, patient has mrs short tibial bearing that broke. Surgery scheduled on (B)(6) 2012.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.